Manufacturer narrative:
Section a and d4: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event is approximate as the data were collected between december 2010 and january 2022. Article information: g. Farber, et al. Interactive cardiovascular and thoracic surgery, 2022, 35(2), ivac149. Https://doi.org/10.1093/icvts/ivac149 department of cardiothoracic surgery, jena university hospital, friedrich schiller university, jena, germany. Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction was confirmed through review of the image within the research article. A specific cause for the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through the research article titled "bend relief fenestration might prevent outflow graft obstruction in patients with left ventricular assist device" identified the heartmate 3 may be related with outflow graft obstruction. The study evaluated 167 patients who underwent heartmate ii (hmii) and heartmate 3 (hm3) implantation between dec2010 and jan2022. In the group without the fenestrated bend relief (br) (n=108), 37% (n=60) received hm3 and in the group with fenestrated br (n=59), all patients received hm3. Outflow graft obstruction (ogo) was defined as an external compression of the outflow graft lumen inside the br of >_20% at the maximum point of reduction of the grafts' predetermined cross-sectional area (assessed by CT scan). Ogo was observed in 3 heartmate 3 patients and occurred only in patients without fenestration.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.